Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that the remaining battery level did not decrease. That battery was charged every three days, and the remaining battery was about usually about 50%, but it was 90% last time, and almost 100% this time so it had almost never been reduced. Since last week, the patient sometimes complained of pain in the lower back. The intensity setting was 4.2 milliamperes (ma) on program 1, and 3.2 ma on programs 2, 3, and 4.  All programs were on. The last time settings were changed was september of last year. The patient was informed that the controller was working properly and that if there were any problems, an error screen would be displayed. It was explained that if the patient was concerned, it was necessary to visit the clinic to check the status of the stimulator. Additional information was received from the manufacturer representative. It was reported that it was unknown if the patient visited the clinic to check the stimulator and unknown if the cause of the issue was determined. No further actions/interventions were taken to resolve the issue.